Event description:
It was reported that during a posterior lumbar interbody fusion (plif) l3-s1 procedure, as the surgeon was reducing the (03.620.091) hex drive adapter broke off inside (03.632.008) the threaded persuader; the surgeon used 4 different stardrive screwdriver shafts (03.632.004), (03.632.002), (03.632.072 - x2) to remove a cap and all three screwdriver shafts became stripped. The cap was left in place, and it remains in the patient. The surgeon intended to remove the cap at s1 allowing him to the rod and contour it; however, the surgeon was able to get the rod to contour as the other caps were locked down. This is report 1 of 6 for the same event. Synthes complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product development evaluation revealed that the hex drive adapter did not break off inside the persuader as reported. All of the fingers are broken off the reduction insert of the persuader. The device exhibits no other visually obvious damage. As noted, improper assembly of the instrument (not fully seating the insert) by the operator likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Female, patient age at time of event was given as approximately (B)(6).